Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva biopsy procedure: ¿stereo vab was performed on right breast. 10mls lidocaine 1% given and 19 cores taken with 9g eviva needle. Microcalcs present in specimen and marker was inserted. Post procedure bleeding-pressure applied until hemostasis secured. About 10 minutes post biopsy, the patient started to shake, she became floppy, was sweating and was also incoherent. She was lying down at the time. I stayed with the patient whilst the mammographer called for help. Radiologist, breast surgeon, rmo and nurse attended. Intermittent tachycardic / intermittent dropping sats / vasovagal episode. Bp stable throughout. Called for ambulance. Patient condition conscious level and obs improved significantly over approx 60 minutes while awaiting ambulance. Alert and conscious, and obs normal at 13.00.¿ the procedure was completed with the same device. No further information is currently available.the device was not available for return; visual and functional analysis/testing could not be conducted for the described event.the device was not returned for this complaint, and only the following patient-related information was provided: ¿case didn¿t have any problems during the biopsy, the reaction from the patient occurred 10-15 minutes after the procedure has finished. They think this might be an adverse reaction from the lidocaine; patient is well now.¿ therefore, without the returned device, a full investigation could not be conducted, and it is not possible to confirm a definitive root cause of the issue.cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issues have not been confirmed, and the most probable root cause has not been identified. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended.device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that an eviva biopsy procedure was completed on (B)(6) 2025. Post procedure, it is reported that bleeding was observed and the user site applied pressure until homeostasis was achieved. It is further reported that approximately 10 minutes post biopsy, while the patient was lying down, she began shaking, "became floppy," was sweating and incoherent. Additionally, it is reported that the patient's blood pressure remained stable, but she did experience intermittent tachycardia, intermittent drop in oxygen saturation and experienced a vasovagal episode. It is reported that an ambulance was called but while awaiting the ambulance the patient's status improved, and the patient was alert and conscious. No further information is currently available.